Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It has been reported: "in (B)(6) 2012 I had my left knee replaced using the stryker mako robot method. The operation was conducted by a recognized surgeon in the knee replacement field and he had successfully replaced my right knee some years prior with no post op issues. After 12 months armed with a current x-ray I went in for a checkup as I was experiencing tightness of skin on the left side of the replaced knee. I was given exercises to do to relax muscles and increase blood flow. After 2 months with no improvement I gave up on the exercises and made an appointment to see the surgeon. He viewed the x-ray and felt the knee and said that the implant was fine and could not find a reason for the tightness or offer any remedy. Next I visited my gp doctor to see if any other test could be done to determine why I had the tightness in the knee skin. He could not offer any solution to the tightness but suggested it may be nerve damage and placed me on a drug called prebalin which may help with nerve damage. I have been on them for a few months and they have reduced the pain slightly but not the tightness. I went off them for a month and the pain increased slightly. I am a keen cyclist and the tightness of the left side of the knee is felt with every of the rotation pedals which is uncomfortable. Also occurs when walking. As my surgeon and your robot were the key operators of my knee replacement and my surgeon says his part is ok, I'm looking to your company to explain why the robot component of the operation has managed to incur the tightness in the skin on the operated knee?